Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator delivered multiple shocks for arrhythmias. The physician requested episode review from technical services (ts). A ts consultant discussed the device electrograms and noted that both the right atrial and right ventricular pacing impedance measurements had spiked to high and within range. Shock impedance also spiked during the same timeframe. Atrial standstill was observed during one of the episodes. During an episode of polymorphic ventricular tachycardia/fibrillation, the device delivered anti-tachycardia pacing and accelerated the rate. A shock was delivered that converted the arrhythmia. No adverse patient effects were reported. The patient later expired; there was no allegation nor evidence that the device caused or contributed to the patient death. The device has not been returned for analysis.